Event description:
It is reported that a black residue was observed within the sterile pack containing the stem. The stem was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.